Manufacturer narrative:
Suture anrasion may result from trauma to the leaflet because of excess suture tail. This may result in a perforation, damage to the leaflet, which may require its removal. The device was not returned for evaluation, as the follow-up for device return is ongoing. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an aortic valve was explanted after an unknown implant duration. From the photo provided by the customer a hole can be seen on one leaflet. No other information was provided at the time of the reported event.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5 and h6 per new information received.

Event description:
Edwards received notification that an aortic valve was explanted after an unknown implant duration. Customer report of leaflet hole was confirmed through image evaluation. One color photos was provided of explanted valve. A hole was observed on one of the leaflets and appeared beveled at the outflow aspect. Sewing cloth of sewing ring appeared cut in multiple areas around the valve. Host tissue overgrowth on the stent circumference appeared moderate at the outflow aspect.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated h6 per new information received.